Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to the device's navigational button was observed. The device was power cycled to address the issue.